Manufacturer narrative:
The reason of this is lines some n.g. Productions have mixed to our finished productions on the assembly lines. Infore quality control, avoid n.g. Productions mixing to good ones. Responsible person: (B)(6). Date (B)(6) 2015. Separate and isolate for special areas. Responsible person: (B)(6), date (B)(6) 2015. There is a piece broken on the right side of the seat frame. We have checked all stocks in out production and semi-production, rework or abandon defective ones. Responsible person: (B)(6), date (B)(6) 2015

Event description:
The end user's daughter states that when the chair is in use it leans to one side and states that the seat never locks is place. There is a piece broken on the right side of the seat frame.